Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported "capsular contraction baker grade IV" and "patient's concern with the product" against right device. The device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, white calcification in the surface of the shell and opening. Leak test was performed and found opening on the device. A microscopic analysis was performed which identify an opening striated in the radius. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening in the radius assessed as surgical damage.

Event description:
Device has been explanted and replaced.